Event description:
A baxter service technician reported an infusion pump with failure code 813:01 during service. The hosptial reprsentative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.